Event description:
Patient had loose acetabular component post primary hip surgery. Dr revised the acetabular component. Tritanium shell was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested, but not made available. Doctor said revision not related to implants. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding shell loosening involving a trident psl ha cluster 52mm was reported. The event was not confirmed. Device evaluation could not be performed as no device was returned. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. While it was noted that the surgeon said the reason for revision was not related to the implants, the exact cause of the event could not be determined. Further information such as patient medical records, x-rays, and the reported device are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Patient had loose acetabular component post primary hip surgery. Dr revised the acetabular component. Tritanium shell was used.